Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device interrogation, a message appeared - diagnostic's cleared due to invalid data. The diagnostics was cleared and the patient would continue to be monitored normally.